Event description:
It was reported that the patient's vns generator was explanted and not replaced as the vns was "nonfunctioning" and the patient has an "absence of seizure disorder now". Available programming history was reviewed which revealed that the patient had high lead impedance. It is assumed that the vns being "nonfunctioning" refers to the high impedance. Attempts for further information have been unsuccessful to date.